Event description:
The ht50-h was in the hospital for a demonstration. A patient whose condition was stable and had been using another ventilator was selected as a candidate for the demonstration of the ht50-h. The patient was connected and the next morning, the unit stopped cycling. The patient informed the nurse using the nurse calling system. The ventilator did not sound the audible alam and the led's had disappeared including led for device alert. The unit showed "system error" in the message display window. This incident did not affect the patient.